Manufacturer narrative:
A ts representative reviewed the data and discussed that the pacing and shock impedance measurements recorded in the daily measurements were within normal range. The recorded shock impedance measurements for delivered shocks were also within normal range. Further review of the electrocardiograms revealed noise oversensing on the ventricular channel that was consistent with lead conductor fracture. A revision was performed and this lead was successfully replaced. During the procedure, the lead was damaged so it will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular defibrillation lead received several inappropriate shocks. When the associated device was interrogated, the memory revealed that numberous episodes were recorded. Oversensing and low impedance measurements were noted with patient movements and it was suspected that this lead had fractured. No adverse patient effects were reported. A data disk was performed and sent to boston scientific technical services (ts) for evaluation.